Manufacturer narrative:
The pump was received with a cracked keypad overlay. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08775 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 27-oct-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. On the event date of 27-oct-2025 of the daily total collection start time, the daily total of basal insulin delivered = 319750 (31.975 u) and dailytotalofbolusinsulindelivered = 150500 (15.05 u) which is equal to the dailytotalofallinsulindelivered = 470250 (47.025 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 27-oct-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 10/24/2025 13:18:00.000 insert battery alarm was found on: 10/24/2025 20:23:58.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 17-nov-2025 at 14:28:57.000. There was no power data available for the date of 24-oct-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Lostsensor1alert (780) was found on: 10/26/2025 10:09:00.000, 10/26/2025 13:51:00.000 10/26/2025 14:01:00.000, 10/26/2025 15:20:00.000 lostsensor2alert (781) was found on: 10/26/2025 15:37:00.000 10/26/2025 15:47:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found on 27-oct-2025 at 03:30:50.000 during bolus delivery the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.81 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the keypad overlay of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received crack on pump. The event involved product(s) mmt-1885. The customer blood glucose was 31 mmol at the time of event customer experienced symptoms such as diabetic ketoacidosis treated with emergency visit. Customer was treated with IV insulin drip. Troubleshooting was performed and understood that the crack at the buttons of pump and is impacting the pump functionality. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No harm requiring medical intervention was reported. Product return is expected for mmt-1885.